Event description:
(B)(4) study. It was reported that the patient died. In (B)(6) 2011, the patient was referred for cardiac catheterization. The 95% stenosed, 10x2.9mm target lesion was a de-novo lesion located in the proximal left circumflex artery (lcx). The target lesion was treated with direct stent placement using a 3.00 mm x 16 mm taxus element stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, it was reported that the patient had died of unknown causes.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the patient died of natural causes.

Manufacturer narrative:
(B)(4).